Event description:
Reportedly, the subject lead has been explanted due to inappropriate therapy; most probably because of a suspected lead fracture. It has been reported that the it is the second time that the patient experienced a lead fracture, therefore the system was re-implanted on the other side.

Manufacturer narrative:
It was reported on 06 oct 2016 that the subject lead (swift lead) was not involved in this case, but it was another lead (vigila lead). So, the subject case was incorrectly reported. Therefore, the subject complaint is closed and a new complaint linked to the correct lead was open.

Event description:
Reportedly, the subject lead has been explanted due to inappropriate therapy; most probably because of a suspected lead fracture. It has been reported that the it is the second time that the patient experienced a lead fracture, therefore the system was re-implanted on the other side.